Event description:
Additional information received indicates that the patient's insertable cardiac monitor (icm) was interrogated, and a bluetooth timeout error was noted. After interrogation, the icm was able to be paired to the mobile application.

Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.